Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The permanent cautery hook instrument was found with the entire hook assembly with sleeve not secured with the monopolar yaw pulley. No breakage or broken component at the distal end of the wrist assembly was observed. Failure analysis found the primary failure of the dislodged hook assembly to be related to the customer reported complaint. The hook assembly appeared to have dislodged or popped out off its slot. The permanent cautery hook instrument has uses remaining. The root cause is attributed to mishandling/misuse. This instrument will be transferred to advanced engineering for further evaluation and to confirm no workmanship or manufacturing issue is the cause of the physical damage. No image or video of the procedure was provided for review. A review of the instrument logs for the permanent cautery hook (470183-14/n11210816 0111) associated with this event has been performed. Per the review, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the permanent cautery hook instrument broke and tip fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci assisted mediastinal mass resection surgical procedure, the 8 mm permanent cautery hook instrument tip fell off into the patient and was retrieved during the same procedure. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-may-2022: the permanent cautery hook instrument was inspected prior to use and no damage was noted. The customer confirmed that the cleaning or sterilization methods has not changed recently. The procedure was completed with a bipolar instrument. The issue occurred during dissection. The pch instrument fragment was fallen in the patient chest and the fallen piece was clearly visible. The customer was able to retrieve the fragment immediately using a laparoscopic grasper. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The customer was unsure how long the instrument was in use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The customer was unsure if the fragment(s) fell into the patient during an instrument tip/accessory collision. The pch instrument wrist was straightened prior to removal of the instrument. There was no resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. There was no patient injury and the patient did not return to the hospital experiencing any post-surgical complications related to retaining a foreign object. No image or video of the procedure was provided for review. The permanent cautery hook instrument was already sent to isi for evaluation and the lot number of an alleged instrument was confirmed as n11210816-0111.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 failure analysis investigation results can be found in the following fields: h6 and h10 intuitive surgical inc. (Isi) received the part(s) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The permanent cautery hook instrument was found with the entire hook assembly with sleeve not secured with the monopolar yaw pulley. No breakage or broken component at the distal end of the wrist assembly was observed. Failure analysis found the primary failure of the dislodged hook assembly to be related to the customer reported complaint. The hook assembly appeared to have dislodged or popped out off its slot. The permanent cautery hook instrument has uses remaining. The root cause is attributed to mishandling/misuse. The instrument was transferred to engineering for further evaluation. The initial findings were confirmed. A closer look was taken at the hook and it was observed that the conductor wire was broken at the weld. The root cause of this is attributed to device design. It was additionally observed that the hook was bent. The root cause of this is attributed to mishandling/misuse. There was no other breakage or damage observed to the distal end of the instrument. Based on the observed bent hook, it is unlikely that the hook fell off due to a workmanship or manufacturing issue and rather was likely due to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.